Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported inflation difficulty was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a femoral artery. A 9.0 x 29mm omnilink elite delivery system was advanced to the lesion. The balloon was pressurized at 14 atmospheres and it was noted that the device completely failed to inflate. The stent delivery system was removed without difficulty and another omnilink elite was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.